Manufacturer narrative:
B5: it was further reported that the two (2) clearlink system non-dehp continu-flo solution sets were leaking normal saline as a result of the broken set at the upper valve. The user facility submitted medwatch (B)(4) for this event. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve of two (2) clearlink system non-dehp continu-flo solution sets were broken. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.